Event description:
This event involved a patient who experienced low flow alarms approximately three and a half months post heartware lvad implantation. The patient underwent a rhc which had necessitated full reversal of his anticoagulation (without heparin bridging). Two weeks later, the patient reported multiple lvad low flow alarms. The patient went to a local hospital where the low flow alarms persisted. The controller was exchanged with no resolution of the alarms. At the time of the event, the patient¿s inr was 1.6 and he was started on an angiomax drip. The patient was transferred to the vad-implanting hospital where a preliminary log file review revealed an acute drop in the patient¿s lvad flow around midnight. Though the patient was clinically asymptomatic, he was urgently listed for cardiac transplantation and underwent this surgery two days after the initial onset of these symptoms. According to the surgeon, the explanted lvad was noted to have ¿a plug of thrombus in the inflow cannula completely obstructing flow.¿ lastly, the surgeon reported that the patient was ¿doing well¿ post-operatively.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Manufacturer narrative:
Hvad® pump (B)(4) was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that pump (B)(4) met all requirements for release. Post-explant engineering evaluation did not reveal any conditions that would have contributed to the reported event. Review of the controller log files revealed a drop in power and flow corresponding to the reported event. Independent pathological analysis confirmed the presence of thrombus. Based on review of the available information, there is no evidence to suggest that the reported event relates to a device defect.